Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure the coronary sinus was dissected. The lead was successfully positioned and the doctor elected to monitor the patient over night. No further complications were reported.